Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received only 18.2cm of the connector portion of lead was returned. Electrical tests of the returned piece indicted normal characteristics. External insulation abrasion was noted at 5.2cm to 5.3cm, 12.1cm to 13.1cm, and 14.0cm to 15.1cm from connector pin. The etfe coating of the exposed cables was abraded in two locations. The abrasion found is consistent with friction to the ICD caan.

Event description:
Physician observed strange measurements. Lead damage suspected.